Manufacturer narrative:
The reported malfunction was observed and attributed to a bent pin on a connector on the main board. We were unable to determine the origin that caused the bent pin. The electrodes returned with the device were inspected and did not cause the issue. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old female patient, the device inappropriately displayed a "plug in cable" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.